Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to a failed retrieval attempt and perforation of the patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety that a patient may experience does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: a failed retrieval attempt and perforation of the patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type have been updated accordingly. As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: a failed retrieval attempt and perforation of the patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information provided on the patient profile form (ppf) indicated that the filter could not be removed, the filter struts have perforated outside the inferior vena cava (ivc) and the patient requires frequent monitoring. The patient reports a failed retrieval attempt and perforation of the vena cava. The patient is also reported to live in fear that the filter may malfunction, knowing that if it does, little can likely be done. Information provided in the medical records noted that the indication for the filter implant was pre-operative for orthopedic surgery. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins. Follow-up venogram was done showing satisfactory position of the filter. Approximately three and a half months post implant and unsuccessful percutaneous attempt was made to retrieve the filter. A venocavagram was performed and there was no evidence of thrombus. The notes from the procedure indicated that the ivc filter is patent, however tissue ingrowth did not allow for removal. The product was not returned for analysis. A review of the device history record (15236428) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety that a patient may experience does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information provided on the patient indicated that the filter could not be removed, the filter struts have perforated outside the inferior vena cava (ivc) and the patient requires frequent monitoring. The patient reports a failed retrieval attempt and perforation of the vena cava. The patient is also reported to live fear that the filter may malfunction, knowing that if it does, little can likely be done. Additional information provided noted that the indication for the filter implant was pre-operative for orthopedic surgery. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins. Follow-up venogram was done showing satisfactory position of the filter. Approximately three and a half months post implant and unsuccessful percutaneous attempt was made to retrieve the filter. A venocavagram was performed and there was no evidence of thrombus. The notes from the procedure indicated that the ivc filter is patent, however tissue ingrowth did not allow for removal. Additional information is pending and will be submitted within 30 days upon receipt.